Event description:
A report was received that the trial patient was admitted in the hospital for infection. Antibiotics were given to the patient. The patient was discharged from the hospital and is now doing well. It was unknown if the infection was device or procedure related.

Event description:
A report was received that the trial patient was admitted in the hospital for infection. Antibiotics were given to the patient. The patient is now doing well. It was unknown if the infection was device or procedure related.

Manufacturer narrative:
The explanted lead was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.